Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture thresholds and helix mechanism issue resulting in failure to retract and failure to extend the helix. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue and unacceptable threshold. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the helix was compressed/ damaged consistent with procedural damage. The helix mechanism/ extension length test was not performed due to damaged helix, as received. The cause of the reported event of helix mechanism issue was isolated to the helix being damaged and clogged with blood/tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.